Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center to report that falsely depressed creatinine_2 (crea_2) results were obtained on 6 patient samples on an atellica ch 930 analyzer. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During this visit, the cse determined the reaction washer probe 1 dispense was leaking. The cse replaced a valve and cleaned the dilution probe. Then, the cse ran an autocheck, which recovered acceptably. The cause of the falsely depressed crea_2 results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that falsely depressed creatinine_2 (crea_2) results were obtained on 6 patient samples on an atellica ch 930 analyzer. The erroneous results were reported to the physician(s). The samples were repeated on an alternate atellica ch 930 analyzer. The repeat results were higher than the erroneous results and were reported as the correct results to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed crea_2 results.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2024-00244 on 22-oct-2024. Additional information (24-oct-2024): siemens further evaluated the event and concluded that a leaking reaction washer probe 1 potentially contributed to the event. The instrument is performing according to specifications. No further evaluation of this device is required.